Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that ten infusion set cannula was kinked due to which hyperglycemia occurs within 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1886086- MDR 3003442380-2024-07925- device 1 of 10.